Event description:
The customer reported that the patient had a feeling of receiving a shock from the saturation of peripheral oxygen (spo2) maxa sensor attached to the capnostream 20. The device was removed from the patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The biomedical engineer reported that the device passed grounding and electrical testing. Covidien was not authorized to repair the device. Covidien will continue to monitor this failure mode.